Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a patient presenting with acute coronary syndrome (acs) and st elevation. Angiography showed 70% in-stent stenosis in the left anterior descending (lad) artery, 70% angulated stenosis in the circumflex (cx) artery and a 90% focal lesion in the diagonal artery, which was not treated. The proximal cx was pre-dilated with a 2.0 x 15 mm balloon at 20 atmospheres (atm) and a 3.0 x 18 mm absorb scaffold was implanted at 16 atm. Post-dilatation was not performed. A low proximal dissection was observed, but had no criteria for treatment. On (B)(6) 2016, follow-up was done to review the lad lesion, at which time an aneurysm was noted at the area of the absorb scaffold. Ectatic appearance in the area of the scaffold was observed. Optical coherence tomography (oct) was performed and scaffold was endothelized, but some areas showed late discontinuities and aneurysmal intrascaffold are noted. It was suspected that the scaffold had been overexpanded in the artery and this may have produced inflammation in the vessel wall generating an aneurysm and instead of producing a late acquired malposition, it increased it's diameter like the vessel. A drug eluting stent was implanted treating the proximal stenosis (from the prior dissection) as well as the proximal part of the scaffold. The patient was asymptomatic and was discharged with no complications. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. The reported patient effects of dissection and aneurysm, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported patient effects; however the reported scaffold discontinuities and treatment appears to be due to circumstances of the procedure.